Manufacturer narrative:
The received device had the cannula assembly not deployed. The device ran 55 pulses and was deactivated at the end of second prime. A timeout and drive stall were observed in the download data. Upon opening the pod, the cannula assembly deployed. The device was connected to a master pdm and a 5u test bolus was delivered without replicating the timeout or drive stall. A cause for the timeouts and drive stall could not be determined. Deep score marks were observed on the reservoir in the path of the linkage assembly, indicating interference between the linkage assembly and the reservoir. The needle mechanism was reset and redeployed without issues. It cannot be conclusively determined if the misaligned linkage assembly or timeouts contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose rose to 280 mg/dl while wearing the pod less than an hour. It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. Additional method of treatment was not provided.